Event description:
It was reported that a revised was performed due to stiffness after a right tka.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.